Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management files found that the reported failure was documented appropriately. A review of the process summary found that all devices are visually inspected to confirm a complete seal and that there are no breaches in the pouch. A review of the customer provided image found a device with labelling belonging to a twinfix. The device inside the package does not match the product identification label, but the part number of the device cannot be confirmed in the image. The packaging appears to have been opened, and the device shows no signs of deficiencies. The packaging for the reported device is not pictured. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or an impact event inconsistent with normal use that could cause a breach in the sterile packaging. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process found that all devices are visually inspected to confirm a complete seal and that there are no breaches in the pouch. A review of the customer provided image found a device with labelling belonging to a twinfix ti 5.0 72200755. The device inside the package does not match the product identification label, but the part number of the device cannot be confirmed in the image. The packaging appears to have been opened, and the device shows no signs of deficiencies. The packaging for the reported device is not pictured. Per e-mail communication on (B)(6) 2021, the device was packaged incorrectly for the picture by a nurse. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up. It was noticed that the package of the footprint ultra pk suture anchor was not sealed. Procedure was performed, without any delay, with a back-up device instead. There was no patient involvement.